Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occured in the (B)(6).

Event description:
Client seen in clinic for assessment review. Stated there was a problem with the linked brake mechanism on the left hand side of the chair. Brake inspected and the assembly found to have distorted to the point that the brake was no longer effective. Client reported this made transfers from the chair to clients vehicle seat more difficult linked brake assembly removed and pair of standard brakes fitted. Client able to operate both brakes safely with left arm only. Warranty claim to be pursued with manufacturer pending response from mhra. Not injured client seen in clinic for assessment review